Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient stated that her omnipod personal diabetes manager (pdm) battery doesn't hold charge for long and when she is charging it's getting too hot to touch, also instead of going up, the charge is reducing. They also reported dropping the pdm and the screen cracked.